Event description:
It was reported to philips that the device failed etco2 calibration. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.